Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed but it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material was adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. It was unknown if there were any problems with accessories used for reprocessing. It was unknown if the endoscope was not immersed in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Indication on scope connector was peeled. Scope connector cover plate was peeling. Paint on suction cylinder was peeled. Universal cord had a wrinkle. Suction cylinder was shaved. Adhesive on bending section cover had a chip. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigate. On or if any additional information is available.

Event description:
The company representative on behalf of the customer reported poor air/water supply from the air/water system of the gastrointestinal videoscope. The intended procedure was reported as normal inspection. The intended procedure was completed with the same device. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.